Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the air reamer device had sticky trigger. It was further observed that the moving parts of the device¿s trigger did not move smoothly, and the device had cosmetic damage, worn motor, damaged mechanics, worn bearing, worn seal and illegible etch. It was determined that the device would not run. It was further determined that the device failed pretest for general condition, marking and labeling, checking for sticky trigger, checking function of device and checking power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.